Event description:
It was reported to boston scientific corporation that following an anterior pelvic floor repair procedure performed in 2009, using a pinnacle anterior/apical pfr kit, the pt went to the emergency room (ER) the following month, with persistent abdominal pain. The ER physician determined surgery was needed and during the surgery he discovered the pinnacle mesh was adhered to her bowel. He removed the mesh and did a two-inch colon resection. The physician opined that in the original procedure, "he didn't get the enterocele out of the way completely and possibly nicked the outside edge of the bowel with the capio device." After the colon resection, the pt was hospitalized for 16 days and prescribed four different antibiotics to prevent any infections. She was discharged nine days later, and is reportedly "doing great." The physician does not plan on any further medical interventions.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.